Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt's stimulation coverage was ineffective as he is not feeling therapy on his left side. A CT scan revealed that the pt's lead had migrated. Surgical intervention was undertaken to reposition the device and effective therapy coverage was captured for the pt as a result. No further complications were reported.